Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen cracked; cause was not known. Pump touchscreen was unresponsive. Customer did not know if the last bolus was delivered and due to the unresponsive touchscreen, it could not be determined if the bolus was delivered. Customer's blood glucose was approximately 300 mg/dl. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen issues were verified. Alleged bolus issue could not be verified.